Event description:
Philips received a complaint by the customer on the v60 indicating that when disconnecting the tube, it does not alarm. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and troubleshot by letting the device ventilate and disconnect from the balloon, the complete performance verification was done. It was confirmed that the problem was related to the circuit. A bi-level continuous positive airway pressure (CPAP) circuit was used. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.